Event description:
According to the customer the device was reported as not blowing/nebulizing. There was no harm to the patient.

Manufacturer narrative:
According to the customer the device was reported as not blowing/nebulizing. There was no harm to the patient. The patient was in use of the item and it would not work properly. The device is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.